Event description:
A user facility submitted a repair request to the olympus service center, for the evis lucera elite bronchovideoscope leaking air/water. Upon inspection and testing of the customer returned device, the coating of the insertion guide serpentine tube was found peeled off (1 to 2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the forceps channel, poor continuity observed, coat of the light guide serpentine peeled off (1-2mm or more), curved rubber adhesive missing, scratches on operation part, and scratches on universal code. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified, however, it was surmised that the defect was caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.